Event description:
It was reported that the patient is having an increase in seizures after being seizure free for a long time. Patient's device was checked and the device was at ifi - yes, which concerned the caregiver that the low battery was observed when device was not implanted too long ago. After performing a battery life calculation with available data, it was noted that the battery had an expected 8.5 years remaining. Additional programming data was received and reviewed, which indicates that the generator 's battery voltage reached end of service threshold until it was programmed back on in (B)(6) 2016. This behavior of the battery is indicative of possible electromagnetic induction (emi) or electrostatic discharge (esd) transients leading to premature battery depletion. Per neurologist, there was no known surgery or trauma that might explain this condition. Prophylactic generator replacement is planned but has not occurred to date. .

Event description:
The patient underwent prophylactic generator replacement. The generator was discarded.

Event description:
Additional diagnostics from date of surgery was received.